Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and open skin under shoulder straps. It was reported the garment was too tight and rubbing against the skin. The nursing staff reported the irritation was open and oozing. There was no alleged device malfunction contributing to the irritation. The nursing staff placed gauze and applied neosporin over the area. The patient was remeasured and issued larger garments. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and open skin under shoulder straps. It was reported the garment was too tight and rubbing against the skin. The nursing staff reported the irritation was open and oozing. There was no alleged device malfunction contributing to the irritation. The nursing staff placed gauze and applied neosporin over the area. The patient was remeasured and issued larger garments. Follow up indicated the irritation improved.